Event description:
It was reported that the devices were used during a cholecystectomy. It was reported that the clip were malformed. Another device was used to complete the case. There was no consequence to the patient.